Manufacturer narrative:
Catheter: model # 8709, lot# l55919, implanted: (B)(6) 1999, explanted: unknown.

Event description:
It was reported that the patient experienced an overdose with sedation. The patient had a refill on tuesday and about 24 hours later was unresponsive. A pocket fill was initially suspected but "they are not sure why it took 24 hours to affect the patient". The patient was currently hospitalized but has since woken up. It was noted that the refill was "standard, no real issues". The drug in the pump was hydromorphone. It was later reported that the event "was not a pocket fill". The pump reservoir contained the expected quantity of fluid (19ml reported, 17.5 aspirated and replaced in the reservoir) and the symptoms were significantly delayed from the time of refill. The pump was interrogated and the reservoir was aspirated and refilled; "all indications were normal". It was reported that there was no concentration change and no different source of medication. The refill was tuesday morning and the symptoms presented wednesday evening. The "patient was alert and improving" at the time of this report.